Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion (occlusion reached before minimum occlusion volume was infused). There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated failed patient side occlusion was confirmed. Received on 31-dec-2024 into bd san diego operation¿s lab. Lvp was received unboxed and with paperwork. A ¿check IV set¿ error was observed when unit was linked to a test pcu. Unit failed patient side occlusion test on asm. Installed test pressure sensor into the lower pressure sensor side of the unit and passed patient side occlusion test. ¿check IV set¿ error message upon lvp link-up with test pcu was also resolved. Installed original pressure sensor into test lvp and the failure followed the sensor. Failed patient side occlusion due to faulty lower pressure sensor. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace faulty lower pressure sensor. Failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion (occlusion reached before minimum occlusion volume was infused). There was no patient involvement.

Event description:
It was reported that the device had failed patient side occlusion (occlusion reached before minimum occlusion volume was infused). There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated failed patient side occlusion was confirmed. ¿ received on 31-dec-2024 into bd san diego operation¿s lab. Lvp was received unboxed and with paperwork. ¿ a ¿check IV set¿ error was observed when unit was linked to a test pcu. Unit failed patient side occlusion test on asm. Installed test pressure sensor into the lower pressure sensor side of the unit and passed patient side occlusion test. ¿check IV set¿ error message upon lvp link-up with test pcu was also resolved. Installed original pressure sensor into test lvp and the failure followed the sensor. ¿ failed patient side occlusion due to faulty lower pressure sensor. Defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace faulty lower pressure sensor. ¿ failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.